Manufacturer narrative:
(B)(4). Signs of clinical use were observed with no evidence of blood. The device was returned in both the sterile packaging and plastic container. The packaging was opened and while there was no loose plastic observed, a hair was noticed on the interior of the plastic container. Based on the condition of the device and the evaluation results, the reported failure "contamination / decontamination problem" was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that a foreign body is inside an unopened hp ii kit. The "foreign body" appears to be a loose piece of plastic. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that a foreign body is inside an unopened hp ii kit. The "foreign body" appears to be a loose piece of plastic. No patient involvement.